Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the system was removed 4 months after implant because it didn't work and provided discomfort. The device was removed on (B)(6) 2010. No further complications were reported.